Event description:
It was reported that during a cholecystectomy procedure, the surgeon could not get the device to work. The clips were forming in an oval form as they were coming out of the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.